Event description:
The account alleged the brakes will not stay locked, they pop out of brake mode. No pt impact.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.